Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 10, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 7, 2021.

Manufacturer narrative:
This report is submitted on 17 mar 2021.

Event description:
Per the clinic, it was reported that the electrode lead was extruded through the outer ear canal of the patient. There are no plans to reimplant the patient with a new device as of the date of this report.